Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump alarmed for an empty reservoir while the patient was receiving continuous infusion. The patient had not expected the reservoir to be depleted at that time. The pump had been programmed to deliver the medication at a rate of 0.6 ml/hour, with a total reservoir volume of 0 ml remaining at the time of the alarm. According to the medication label, the total volume to be infused was 91 ml over 168 hours. However, the pump had been set to run over 151.6 hours. There was no reported patient harm. The event occurred while in use with the patient at the patient's home.

Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.